Manufacturer narrative:
The user facility notified our company by mail with a copy of them form FDA 3500a (B)(4) report. Envelope post-marked (B)(6) 2005. Arrived to receptionist on (B)(6) 2005. Initially we received a report from our distributor that 8 products were not holding air (B)(6) 2005. We issued a return authorization and issued replacement products. The replacements were never opened. Two of the 8 products were not returned. On or before (B)(6) 2005, our regional manager went to the facility and found that the facility is a rail-free facility that they were having difficult time keeping pts on the product. The regional manager stated that the d. O. N., at that meeting, told him that they could not use the products at their facility. With the 6 products returned. On (B)(6) 2005 was a note from canoy ferry stating that "we are unable to use these mattresses because we do not use siderails." Finally received products back including one used with alleged incident, testing showed product performed as intended. It is not intended for pt containment. Ops manual states to use with side rails.

Event description:
Facility reported "resident was found laying face down on her bedroom floor. The air mattress overlay was tipped beside her." (B)(6) . . On (B)(6) 2005, called (B)(6) lpn at the facility who informed me that the resident was laying on the bed with a pillow behind her back and another pillow between her legs. Twenty minutes after resident was left, she was found on the floor. A pillow was wedged between the bed and the mattress. Said that although her record indicated the resident suffered no fractures discovered or loose teeth that in fact resident had lost a tooth and needed 8 stitches on her chin for an incision that "went down to the bone." (B)(4).